Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. No anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The image had shown small deformation on the lobe of the occluder. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 8-6mm amplatzer duct occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During the procedure, the occluder took form of a cobra deformation.the deformed device was never released from the delivery cable while inside the patient. It is noted that there was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a non-abbott device. There was no clinically significant delay and the patient remained hemodynamically stable with no adverse consequences.